Event description:
The initial reporter stated they received discrepant results for one patient sample tested with roche diagnostics elecsys anti-tg on a cobas 8000 e 801 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in an anti-tg value of 41.5 iu/ml. The sample was repeated on the same analyzer, resulting in a value of less than 10 iu/ml. The sample was also repeated on a second e 801 analyzer, resulting in a value of less than 10 iu/ml. The anti-tg reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The investigation determined the issue was consistent with poor condition of the patient sample. As the issue appeared only with one sample, a hardware or reagent issue is not likely.